Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder was selected for implant. During deployment the a "cobra-head" deformation was noted. The device was re-sheathed and exchanged for another 16mm amplatzer septal occluder. The patient was reported to be stable condition.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.